Manufacturer narrative:
Patient information is not available for reporting. Date of event is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number, the device history record review could not be requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date. The cruciform screwdriver blades was too wide and unable to hold the screw properly. It is unknown if there was a patient or surgical involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 314.412, lot: 3343518, manufacturing site: haegendorf, release to warehouse date: 04.mar.2010. The device history record shows this lot of 12 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the screw driver shaft-1.5 cruciform with hold-sleeve assembly (part: 314.412#, lot: 3343518) was received at us customer quality. Visual inspection of the blade (shaft) component of the assembly was performed under 10x magnification revealed some scratches on the four points of the cruciform tip. Also, upon visual inspection of the holding sleeve, one of the prongs on the holding sleeve appeared to be flared, slightly at a wider angle but this deformity had no direct impact on the device functionality. The balance of the returned device is in otherwise good working condition. The device is worn from normal wear. The device is 8+ years old (manufactured in march 2010), therefore, consistent device use is likely a contributing factor to normal wear. This is consistent with the reported complaint condition, thus confirming the complaint. Functional inspection:the screw driver shaft-1.5 cruciform with hold-sleeve assembly screwdriver used in conjunction with cruciform screws. The assembly was received intact with all components present. The device assembly consists of an internal sleeve which is attached to holding sleeve to form the internal assembly. External sleeve passes over the internal assembly to aid in holding the screw driver blade shaft. This holding sleeve does retract and advance as intended. Functional testing could not be performed ad the mating cruciform screw was not received for investigation. Dimensional inspection: dimensional analysis was completed on the screwdriver blade (shaft) subcomponent. The width of all cruciform tip (all 4 edges) measured and is within specification based on relevant drawing. The diameter of the knob on the cruciform tip measured and is slightly out of specification based on relevant drawing. This can be attributed to normal wear. Dimensional analysis of the holding sleeve could not be performed due to post manufacturing deformity. All dimensional inspections were completed using caliper ca122p). Document/specification review: the relevant drawings were reviewed for the returned devices were reviewed and no design issues were noted: review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Conclusion: upon visual inspection and dimensional analysis, it is determined that the blade is worn from repeated use. While no definitive root cause could be determined, the worn surfaces can be attributed to normal wear which is consistent with over 8 years device use. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. There is no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported that on an unknown date. The cruciform screwdriver blades was too wide and unable to hold the screw properly. It is unknown if there was a patient or surgical involvement. Concomitant devices reported: trauma screws (part number unknown, lot number unknown, quantity unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).